Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to thermo-mechanically induced damage, wear and tear, wrong handling or cracks in the insulation material, which are not visible in most cases. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the resection sheath, had a broken tip. There were no reports of patient harm. During the evaluation, the customers allegation was confirmed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the device evaluation found no other device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.